Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lobectomy, the stapler locked on tissue and the device operator was not able to open the device. The device has to be cut out from the tissue. There was tissue damage as the device operator had to cut more tissue than anticipated.